Event description:
It was reported that the right ventricular lead was removed and replaced due to dislodgment. Repositioning was attempted. However, eventually screw would not retract. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - inner tubing kinked/buckled. Full lead returned and analyzed. Additional analyst comment - the helix will not retract. This is most likely due to the buckled inner tubing and slightly bent helix. Most likely happened during the repositioning attempt. Other: it was reported that the right ventricular lead was removed and replaced due to dislodgment. Repositioning was attempted. However, eventually screw would not retract. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: other operational context contributed to event. Dislodged, retract, failure to.